Event description:
A customer reported that an ophthalmic handpiece did not generate ultrasound when connected to device during cataract surgery. Surgery was successfully completed. Patient details were not provided. Additional information has been requested but none received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information was provided in sections: b.2 and h.11. The initial decision to report was incorrect resulting in the initial report being submitted in error. This event "no ultrasound in torsional mode" is not considered to be a reportable malfunction as upon further information received stating that the event was mistakenly reported and the previously provided information was not a valid information. No further reports will be submitted under mfg report num 2028159-2024-02034. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).